Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Toothbrush blown up... Looks like an explosion... Was black and melted - oral-b toothbrush [device catching fire] . Case narrative: consumer stated via phone that oral-b toothbrush had blown up, it looked like an explosion, toothbrush was black and looked melted. No injury was reported.